Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image issue was the charge-coupled device was damaged while the user was handling the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital . An olympus field service engineer evaluated the device at the facility. Upon inspection and testing, the customer's allegation was confirmed. In addition to what's reported in b5, the following malfunctions were identified: the image occasionally flickers when the device is angulated, there was a slight crack on the outer shell of the light guide plug near the ethylene oxide cap. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Olympus field service engineer reported that the evis lucera elite bronchovideoscope exhibits a black screen. The issue occurred during preparation for use, and the bronchoscopy procedure was completed with a similar device, and without delay. There was no patient harm associated with the event.